Event description:
It was reported the customer experienced recurring occlusion events over the past two months. There was no adverse impact to the customer's blood glucose level. To resolve the occlusion events, the customer changed the infusion set and cartridge, resuming insulin. Since the customer sometimes used the cartridge for more than the recommended 72-hour period, tandem technical support provided education regarding the correct usage duration.